Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 5 january , 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp 20d had air bubbles in the line. The following information was provided by the initial reporter: material no.: 10942011, batch no.: unknown. It was reported there were air bubbles in the IV line/tpn splitter.

Manufacturer narrative:
Investigation: no product or photo was returned by the customer. It was reported there were air bubbles in the IV line/tpn splitter. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10942011 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d had air bubbles in the line. The following information was provided by the initial reporter: material no.: 10942011, batch no.: unknown. It was reported there were air bubbles in the IV line/tpn splitter.